Event description:
It was reported that the incontinence of the patient got progressively worse experienced with a sling device leading to a surgical procedure in which a new artificial urinary sphincter (aus) was implanted. There were no device malfunctions associated with the sling. The patient did not experience any adverse events and was expected to fully recover.